Manufacturer narrative:
Device issue with inomax dsir (B)(4) was created as (B)(4). The device investigation was completed on 19-apr-2018. The regional service center (rsc) service log review revealed a delivery failure alarm due to apparent ipl failure. The 50018 main board was replaced due to the service log findings. A full functional test was performed and the device operated according to specifications so it was returned to the device service pool. The root cause for this report was delivery failure; apparent ipl failure due to main board failure. This condition will be tracked and trended under the company's quality system. This case is being submitted to regulatory authorities because a similar failure occurred in the past which resulted in a serious adverse event (MDR 3004531588-2016-00070).

Event description:
On (B)(6) 2018, a respiratory therapist (rt) from (B)(6) called mallinckrodt customer care to report a delivery failure with inomax dsir (B)(4). The device was in use on a patient at the time of the event, however there was no impact or harm to the patient reported. On 19-apr-2018, an internal employee discovered a delivery failure alarm due to apparent ipl failure during routine service log review. Inomax dsir (B)(4) was removed from service and returned to the company for service evaluation. This is being reported as it is considered a reportable malfunction based on the completed investigation.